Event description:
It was reported that a pt with a history of severe ischemia in the left lower extremity had undergone left femoral above the knee popliteal bypass surgery approximately three years ago. The pt did not comply with follow-up care for approximately one year. The pt presented with acute ischemia of his left lower extremity due to an occluded graft. The pt underwent thrombectomy of the left lower extremity bypass with extension of the bypass into the posterior tibial artery with an interposition saphenous vein graft, due to the severe ischemia and inability to open the popliteal artery. The pt experienced severe reperfusion syndrome requiring fasciotomies. The pt had acute bleeding and was transfused with 5 units of packed red blood cells. After the pt was stabilized, v.a.c. Therapy was initiated on the leg wound. In 2007, the pt was transferred to a rehabilitation hospital for physical therapy. One week later, the pt was discharged from the rehabilitation hospital to his home and v.a.c. Therapy was initiated by a home health nurse. The following day, the pt bled from the left leg, and had to be admitted to the hospital where he received 2 units of packed red blood cells.

Manufacturer narrative:
Additional information obtained on 06/20/2007 by the hospital indicates that the pt was on coumadin at admission four days earlier. The pt received 2 units of packed red blood cells. Several attempts have been made by the medical department to contact the pt's attending physician without success. If additional information is received, the med dept will submit a supplemental report.